Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a reservoir was used. Prior to patient use, the connector tip was fractured while connecting. Upon evaluation the reservoir product was noted to have broken or cut. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 15, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study, unknown, additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Lot number is j2130307. Was the faulty reservoir bulb used on the patient? No. It was not. If yes, did the reservoir function properly upon activation? Was leakage detected? Na. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Na. Please clarify if any product fragment remained in the patient? No, there is no fragments remained in the patient. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Yes, it is available and was sent to local quality area in order to be shipped for evaluation. Evaluation: one reservoir sample received for evaluation. During complaint analysis, it was observed that the connector tip seems to be shorter than the actual size and the tip seems likely to be cut with sharp object. Before releasing the product, performing 100% system test, which is not possible with broken tip. The defect could not be generated or released at manufacturer. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.